Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic pelvic pain'). In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: ovarian cyst, right lower quadrant pain, vaginitis, vulvovaginitis, perineal pain, irregular menstrual cycle, pain menstrual, plantar fasciitis, hypothyroidism, endometriosis, dyspareunia, thyroid gland biopsy, uterine ablation, cervicitis, endocervical squamous metaplasia, nabothian cyst, adenomyosis, leiomyoma of uterus, unspecified and dysmenorrhea. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and dysmenorrhoea ("dysmenorrhea") and underwent endometrial ablation ("uterine ablation"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain, endometrial ablation, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometrial ablation and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted, in implant date: (B)(6) 2007 as per pif. And previous reported as (B)(6) 2007. Plaintiff dob updated from (B)(6) 1976. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: chronic pelvic pain, dysmenorrhea, dyspareunia, uterine ablation. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: reporter information, patient medical history, rcc added, plaintiff dob updated. Event: medical device removal updated to event: chronic pelvic pain. Event: uterine ablation , dyspareunia, dysmenorrhea added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.